Event description:
It was reported that the pt has pcl instability/rupture and requires additional stability. Revision surgery to an off-the-shelf knee implant system is planned.

Manufacturer narrative:
It was reported that the pt has pcl instability/rupture and requires additional stability. Revision surgery to an off-the-shelf knee implant system is planned. Review of the device history record indicates that the device was manufactured to specification.